Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support via phone. These are the troubleshooting steps confirmed the correct serial digital interface connection, proper monitor input selection, and the video system center output set to high-definition television. The video system center was swapped with a known-good unit, which restored the image and isolated the issue to the original video system center. The customer was advised to return the affected unit to olympus and requested a replacement loaner, after which they were transferred to initiate the process. To address ongoing intermittent errors, the customer was instructed to power off the system, connect a scope, and power it back on. If no error appeared, they were directed to repeat the power-cycling and reconnection process up to three times. Scopes with no errors after three tests were classified as good, while any scope producing an error during testing was classified as bad. If the same scope model appeared in both groups, the customer was advised to retest to determine whether the issue followed a specific scope. The customer informed technical assistance support of the event. The device will not be returned to olympus for evaluation.

Event description:
It was reported the video system center had no image, monitor displayed color bars and scope communication error b30. The event occurred during installation. There were no reports of patient involvement.